Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument was unable to be pulled out of a patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was stuck in a closed position. It was removed through the trocar and with the cannula. There was no tissue entrapment, adverse event, bleeding, or injury to the patient. There was no unexpected tissue removal. A new instrument was opened to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a grip tang bent likely causing issue reported by the customer. Components adjacent to this bent grip tang do not show damage. The grips do not show cracking damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.